Manufacturer narrative:
The actual device was not available. A batch review could neither be performed as the involved lot number is unknown. No root cause could be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after treatment with a revaclear 400 dialyzer, the patient experienced ¿urticaria and the appearance of pruritic wheals scattered¿. It was reported the patient was administered 100 milligrams of hydrocortisone (intravenously) ¿to eliminate the symptoms¿. It was reported the patient was sent home with oral antihistamines. No additional information is available.